Manufacturer narrative:
Device evaluation summary correction: the service technician replaced the cable assy internal ui 560 (pn. (B)(4) as this is the only cable that could cause this issue to occur. Correction img (annex g/component): this code has been updated. Additional information b5: medtronic received additional information that the flow to the patient was impacted. Use of the hand crank was not required. Medtronic received additional information that the patient was on bypass at the time of the error. The original intended procedure was a coronary artery bypass grafting procedure for three grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument it was reported that there was a pump motor error. The pump motor just stopped. The customer tried to adjust revolutions per minute(rpn) knob to reset pump but this did not work, pump was still not operating. The customer then power cycled device and then was able to start pump and finish the case with the instrument as it was towards the end of the case. The pump was off for only 40 seconds. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation:the reported pump motor error was verified during service. Service technician ran pump motor several times, moving cables and trying to see if pump would stop, it did not. Service technician could not duplicate pump stopping but investigated more and noticed one error posted in logs, error 68 ( ui initialization soft error, ui not responding in allotted time). This error is caused by break of communication from user interface to the base unit which drives pump motor. Service technician replaced user interface(ui) to base communication cable and ui rpm cable as these are the only cables which could cause this issue to occur. Preventative maintenance was performed per specifications. Note instrument was serviced by field service technician and not returned to medtronic facility medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.